Manufacturer narrative:
Batch review performed on 30 jun 2025. Stem: amistem c 01.18.152 amistem-c std. Size 2 (k103189) lot. 2421583: (B)(4) items manufactured and released on 04-oct-2024. Expiration date: 2029-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: the available x-ray images are preoperative and therefore, not relevant to the analysis of the event that occurred. Root cause: the device history record review does not indicate any potentially related manufacturing issue. Although no specific root cause can be confirmed, the issue experienced is likely related to the unique patient conditions and surgical application.

Event description:
During femur preparation with broach size 2, the amistem-c std. Size 2 remained sat up (8 mm) and could not be inserted. The stem was removed, the cement was removed using a drill, and a smaller size 0 was implanted. The surgery was completed successfully. Delay time 2 hours (total surgery time 6 hours).